Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using a 34 millimeter (mm) evolut transcatheter aortic valve system in a patient with severely calcified native aortic stenosis, predilatation was attempted with a 25 mm balloon and the initial balloon inflation did not adequately dilate the valve, with successful predilatation achieved during the second inflation. A 34 mm evolut valve was then advanced and deployment was initiated; an infold became visible at approximately one-third of valve release and was clearly identifiable when the valve was approximately 80% deployed, after which the valve was recaptured and removed without being implanted. The severe calcification of the native valve leaflets and the limited response to initial predilatation were considered a likely contributing factor. Additional predilatation was performed, and a second 34 mm evolut valve was deployed with improved expansion and was successfully implanted with an acceptable final result. No patient complications have been reported as a result of this event.